Event description:
It was reported that during a post-operative routine patient's pacemaker interrogation, it was noted that the right ventricular (rv) lead had failed to capture. Chest x-ray performed confirmed that the rv lead had dislodged. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and ¿intermittent loss of capture¿. As received, a complete lead was returned with the helix extended and clogged blood/tissue. The full helix extension length was measured to be within specification. The reported event of ¿intermittent loss of capture¿ was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.